Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use from (B)(6)2019 to (B)(6)2019. User requested a 15.19 unit bolus for 75 grams of carbohydrates and a bg of 123 mg/dl on (B)(6)2019. On (B)(6)2019, user requested a 23.75 unit bolus for a bg of 500 mg/dl. There were no erratic basal rate adjustments. Cartridge change sequence was completed at 6:52 pm on (B)(6)2019. Complaint could not be confirmed. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided); cause of low bg was not reported. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.